Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-08840. It was reported the patient's stimulation was decreasing by itself. Reprogramming was unable to resolve the issue. The patient stated she was not receiving stimulation coverage in the right foot. Diagnostic testing revealed the patient's right lead reflected high impedance values on multiple lead contacts. The right lead had also moved downward. As such, the patient underwent surgical intervention wherein both leads were explanted and replaced. Reportedly, the patient had effective therapy following the procedure.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2018-08840.